Manufacturer narrative:
(B)(4). Date sent: 11/21/2023. D4: batch # 990a14. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with damage to the nozzle, with the anvil bent upwards and with a gst60g reload loaded on the device. The reload was received unfired. When attempted to perform the firing test it was noted that the motor running but the knife was not advancing through the jaws. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the cam engaged was found to be pushing the cross-over gear out of alignment. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. No further functional test could be performed due to the condition of the device. The damage to the nozzle is potentially related to a manufacturing process. The damage on the anvil, it is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. The event reported was confirmed and it is related to improper use of the device. After the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. To use the manual override, remove the access panel labeled ¿manual override¿ on the top of the instrument handle. The manual override lever will be exposed. Move the lever forward and backward until it can no longer be moved. The knife will now be in the home position. This can be verified by viewing the position of the knife blade indicator on the underside of the cartridge jaw. Discard the instrument. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 990a14, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during bariatric sleeve gastrectomy procedure the device did not deploy any firings or staples. Another device was used to complete the complete. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 8/25/2023. D4: batch # 990a14. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with damage to the nozzle, with the anvil bent upwards and with a gst60g reload loaded on the device. The reload was received unfired. When attempted to perform the firing test it was noted that the motor running but the knife was not advancing through the jaws. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the cam engaged was found to be pushing the cross-over gear out of alignment. When the bailout lever is partially engaged the pawl encounters interference on the conformal coating on the bottom of the main pcb. This interference does not prevent the bailout from functioning properly. The damage on the anvil, it is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. The damage to the nozzle is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 990a14, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: what is meant by ¿the device did not deploy any firing or staples? Device did not fire did not staple did not cut . Did the device staple and not cut? No. Did the device deploy any staples? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No what is the most current patient health status? No issue patient went for a bariatric sleeve.